Event description:
The customer reported that during a total abdominal hysterectomy, the device jaws could not be re-opened. The surgeon opened another device and completed the procedure. There was no patient injury. The device was returned with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.